Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Intermittent failure to capture was also reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that left ventricular (lv) lead thresholds had increased and were described as elevated and capture may have been compromised. The lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.